Event description:
A patient reported that he had been experiencing pressure in the back of his head since his vns was initially implanted. The patient stated that the pressure was constant and did not occur with stimulation. The patient's device was programmed off for one week, but that did not relieve the pressure, nor did pain medication. The patient was later hospitalized for two weeks due to the pressure and a bout of non-epileptic seizures. The patient's treating neurologist reported that the patient had previously complained of this head pressure at his previous appointment prior to the report. The patient's vns output currents had been programmed down in response at that appointment. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The surgeon's office reported that the patient was referred for surgery to have the anchor tether of his lead removed due to it poking him. A company representative believed that the surgery had already occurred, but the surgical intervention has not been confirmed to date. No additional relevant information has been received to date.

Event description:
The anchor tether removal surgery was performed as intervention for the patient's pain and dysphagia. The surgery was for patient comfort and was not required to preclude a serious injury. Per the surgeon, the dysphagia improved some after surgery, and the pain fully resolved after surgery. No additional relevant information has been received to date.